Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no nonconformities were found. Follow up report indicated that the patient is recovering well and is receiving hf10 therapy.

Event description:
It was reported to nevro that a patient had acquired a seroma at the pocket site following an implant procedure. The site was drained and the patient is recovering at home. Follow up report indicate infection has been ruled out and there was no further report of complication.